Manufacturer narrative:
Other text: returned device was received in good physical condition but the pump had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no faults could be found with the returned pump. The downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping no patient involvement, as event occurred during testing.